Event description:
It was reported that smoke was noted around the usb port of the pump during an attempt to charge the pump in a car. The pump was then attempted to be charged via a wall outlet and smoke was again noted around the usb port. Subsequently, the pump would no longer initiate a charge when plugged in. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.